Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) to treat atrial fibrillation (a fib) a farawave catheter was selected for use. The catheter was prepped and flushed well. On the 4th delivery of pfa, the physician noticed that the luer lock was cracked and leaking. The catheter was replaced. The procedure was completed without any patient complications. The device is expected to return for analysis.